Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned with blood in the tip, guide wire lumen and guide wire exit notch and on the balloon, distal shaft and hub. There was contrast in the inflation lumen and on the hypotube. The stent implant was stationary on the balloon in-between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 19.6 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was jagged. There was a kink in the hypotube 17.5 cm distal to the strain relief tubing. There was a kink in the hypotube 12.7 cm distal to the separation. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis is consistent with preparation and use of the device. The stent implant was stationary on the tightly folded balloon in between the markers, meeting mfg criteria. The hypotube and jacket material were separated 19.6 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating and the material at the separation was jagged. This suggests tensile overload (material stress/fatigue). Shaft separations are often attributed to ductile overload at a kink. Kinks and bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that the shaft damage is not the result of a mfg deficiency, all stent delivery systems are 100% visually inspected for kinks/bends and a sampling of units is destructively tested to verify lumen integrity. In this case, it is likely that the hypotube separated occurred as a result of case circumstances, as it was reported. Additionally, 2 kinks in the hypotube were noted. There was no mention of this damage in the incident report and likely occurred during the procedure or as a result from handling of the product during packaging/shipment back to abbott vascular for eval. A review of the finished device lot history records did not reveal any nonconformances associated with this lot which could have contributed to this incident. In this case, the hypotube separation and kinks appear to be related to operational context.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that the proximal shaft of the xience v stent delivery system (sds) was broken (hypotube separation) during use. There were no pt effects reported. No additional event or pt info is available.